Manufacturer narrative:
The emitter was returned to the manufacturer for analysis. Analysis found that the lemo connector was physically damaged and out of round. Analysis found that the reported event was related to physical damage of the component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information has been updated as additional information stated there was not a patient present when the issue occurred. Reporter's information has been updated with the initial reporter name and occupation. The emitter was returned to the manufacturer and was under analysis on the date of filing, therefore no results available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the issue with the flat emitter ¿not working¿, was discovered prior to a patient coming into the room. There was no delay as they had a second flat emitter on site.

Manufacturer narrative:
Patient information not available on the date of filing. Initial reporter name not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure the flat emitter was not working. The clinical specialist (cs) was on site and found that the connector for the flat emitter was damaged as it was not fitting into the port correctly. He confirmed this by connecting it to two other systems.